Event description:
It was reported by the affiliate after a liver transplantation procedure that, there were no intra-operative bleedings. But in the night there was bleeding, staple line was open. Revision, sutured by hand. Patient is ok. The surgeon is not of the opinion that the bleeding is not connected to the use of the scw45. Bleedings in the night are known complications for liver transplantation. Surgeon is annoyed about product quality.